Event description:
Procedure type: low anterior resection. According to the reporter: ta was used to transect very low in the pelvis across the rectum. The surgeon squeezed the handle a first time to place the stapler, squeezed the handle a second time and the handle locked back. They cut the tissue, pushed the black button to open the stapler and once they removed the stapler, there were no staples across the rectum and it opened up. The pusher bars are clearly evident as having been pushed, but it is as if there were no staples in the load. This was the first firing of the ta so it was the load that was in the stapler at the time of packaging. Rectal stump was sewn shut. Patient went home with a permanent colostomy. Unintended colostomy occurred. This caused more than 250cc of bleeding and the delay in or time was more than 30 minutes.